Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 228mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was slightly indented. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.